Manufacturer narrative:
The ise check was reported to be in range and stable. The investigation is ongoing.

Event description:
The initial reporter received questionable ise indirect gen.2 na results for two patient samples tested on a cobas 8000 ise module (double). It was unknown if the initial results were reported outside of the laboratory. The samples were initially run in line 1 of the ion-selective electrode (ise) module and were rerun in line 2 of the ise module. Sample 1 had an initial result from line 1 of 121 mmol/l. The repeat result from line 2 was 128 mmol/l. Sample 2 had an initial result from line 1 of 123 mmol/l. The repeat result from line 2 was 135 mmol/l. The electrode lot number and the expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer did not find any issues with the gear pump head (gph), the adjustment and the vacuum. He performed multiple ion-selective electrode (ise) checks. The sample syringe seals did not indicate an issue. He performed calibration and multiple qcs with acceptable results. A comparison test between lines 1 and 2 using patient samples was performed with acceptable results. The sample probe cover spring was noted to be slightly tight. A new cover and spring for the module were provided. Based on the information provided, the investigation could not determine the cause of the event. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.